Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess.

Event description:
Healthcare professional reported the reason for right sideremoval was noted as ¿incision and drainage, abscess, simple, single, trunk removal, tissue expander, breast, insertion implant removal, mediport¿. Device remains explanted.